Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found a scratched lcd lens. The customer stated problem was not confirmed. Testing was performed, the device found downstream occlusion was able to calibrate and passed all tests. No history was found with downstream occlusion alarmed issue. Software was reinstalled as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device dso (downstream occlusion sensor) failed to calibrate. No patient injury was reported.